Event description:
Procedure: nephrectomy. According to the report: the case was complete and the surgeon was removing the specimen from the cavity when the bag broke. Specimen dropped back into the pt but the surgeon was able to remove it with a new device. There was no report of pt injury, unanticipated blood/tissue loss, or extended o.r. Time.

Manufacturer narrative:
(B)(4). (B)(4).